Event description:
Four yrs post-restoration the implants at sites 7 and 10 were reburied. Pt is same pt as prior MDR reports #m351845, m362408, m370373, m475523. M522878, m607081, m567665 and 725702.